Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the abbott diabetes care (adc) device. The customer received a high reading of 400 mg/dl on the adc device compared to a reading of 50 mg/dl obtained in a laboratory. The customer noted a diagonal upwards trend arrow which indicates glucose is rising (between 1 and 2 mg/dl per minute). When plotted on a parkes error grid, fall into the d zone, showing the difference in values to be clinically significant. The length of sensor wear was 4 days. The customer experienced a loss of consciousness and was unable to self-treat. The customer self-presented at the emergency room, the healthcare professional (hcp) measured the aforementioned comparison readings, and glucose was administered intravenously and provided sugar-water for treatment. There was no report of death or permanent impairment associated with this event.